Event description:
It was reported that the device was undersensing, oversensing, had high impedance, loss of capture, no pacing output and noise. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the high lead impedance and over sensing reported by the submitter was confirmed and was shown to be caused by a faulty tantalum capacitor.